Manufacturer narrative:
Per the clinic, the patient experienced pain with stimulation and no auditory performance, leading to device non-use. It was reported that no auditory benefit was achieved following implantation, fitting, and rehabilitation. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and non-auditory stimulation. Subsequently, the device was explanted on (B)(6) 2026, and there are no plans to reimplant the patient with a new device as of the date of this report.